Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either, (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) have the device receive an internal water pathway replacement or, (3) participate in cardioquip's trade in program. The customer choose to reperform cleaning and disinfection and hpc testing. Results after cleaning and disinfection were within cardioquip specifications for water quality, and the device was returned to full functionality.

Event description:
A cardioquip (cq) technician notified cq service that the internal tubing of this device was suspect for contamination during an on-site inspection. The technician took pictures of the internal tubing and sent them to cq for review. Cq director of operations and epidemiologist recommended that the customer perform a quarterly cleaning and disinfection procedure as well as hpc testing to gain a quantitative assessment of water quality. Additional contamination was reported by another cq technician during another on-site inspection. No patient involvement was reported. Cq received hpc test results that were outside of cq specifications for water quality on 02/09/24, indicating device contamination.